Manufacturer narrative:
It was noted that the patient had 2 implantable neurostimulators (ins) present during the event. See manufacturer¿s report # 3004209 178-2016-10053 for concomitant ins information.

Event description:
Information received from the healthcare professional (hcp) reported that the patient¿s 2 implantable neurostimulator (ins) were ¿not working¿. The hcp stated that they had no idea what that meant. The indications for use for the implanted device were noted occipital neuralgia and spinal pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding t his event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.